Event description:
Additional information received reported the event was possibly caused by patient's vessel tortuosity.

Manufacturer narrative:
A2, a3 updated with patient information b3. Event date updated. B5. Updated with additional information received. D1, d4 device information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reporting this event is a duplicate of another event.

Manufacturer narrative:
Additional information received indicating this event was a duplicate of an event that was reported separately. Any future reporting regarding this event will be reported in the related reported referenced in field h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an unruptured left paraophthalmic saccular aneurysm (maximum diameter 5.5 mm, neck diameter 3 mm) and moderate vessel tortuosity underwent a neurovascular flow diversion procedure. During the procedure, the pipeline embolization device 5.00mm x 14mm failed to fully open at the distal section, requiring more than two resheathing attempts and significant manipulation to attempt opening. The device opened very slightly but not fully in straight segment, clinician resheathed over ptfe sleeves, again device did not fully open. The braid was resheathed again and exposed approximately half way. The device was drawn back into the ica section, the clinician opened more of the device past aneurysm neck section needed to manipulate quite a lot to get it to open. The braid opened at the bend of paraopthalmic and proximal, however the first section still remained "nipped" (to note this section did look to have a twist or bend in the vessel which was seen on imaging). After several attempts to open, further resheathing taking the system more distal and trying to open from higher in the ica, the clinician decide to remove. The device was difficult to remove and required slicing open the phenom 27 microcatheter with a scalpel to confirm removal. A second pipeline embolization device 5.00mm x 12mm also failed to fully open at the distal third despite manipulation and was subsequently removed. A third device, surpass evolve 4.5mm x 15mm, required angioplasty to fully open at the distal end. Angiographic imaging was conducted, showing a vessel twist or bend and a good overall result post procedure. Dual antiplatelet treatment was administered. No patient symptoms or co mplications were associated with this event. The middle parts of the pipelines were positioned in a bend and less than 50% had been deployed when they failed to open. Both pipelines had been resheathed more than 2 times. Ancillary devices include a benchmark 071 guide catheter and stryker coils.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID ped-500-12 (unknown); product type: date product ID fg15150-0615-1s (231339802); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.